Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was received with battery voltage at elective replacement indicator (eri) level which was reached post-explant. Device image indicated that auto-capture was enabled and the device operated in high output mode at times, consistent with the false replacement alert triggered in the field. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed under nominal settings indicated normal functionality and further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed, and the device projected longevity is within the expected range indicating normal battery depletion.